Event description:
It was reported to philips that the system was indicating that exposure was not possible. The device was inside of clinical use. No harm has been reported to philips. The patient's treatment was delayed. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned/ non-emergency treatment and the procedure was completed as planned and by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible and the image disk was full. Review of the log file confirmed the malfunction in the frontal ippc (image processing pc). The fse found the issue with the ippc. The failure analysis confirmed the malfunction with the ippc and the cause of the failure was memory. However, the fse replaced the ippc, uploaded the proper license file to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.